Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 drawer board was faulty. A field service engineer (fse) had confirmed that the station was on black screen upon arrival, removed auxiliary station from main still would not power up, found drawer board was faulty, diode was faulty, then replaced drawer board to resolve the issue, station powered up successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The customer had attempted to reboot it, unplug and re plug it, and verified that all connections were secure, but the unit still would not power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.